Manufacturer narrative:
(B)(4): unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
A journal article: failure of proximal femoral locking compression plate: a case series: orthop trauma. Volume 25, number 2 (B)(6) 2011 reported: case #3: pt with nonunion history of left femur subtrochanteric fracture with two previous surgeries with intramedullary nail and blade plate with fractures of hardware both times underwent repair of nonunion with lcp proximal femur plate. Pt placed on antibiotics and had cultures taken. Pt experienced mild pain: at six months pt experienced acute onset of left thigh pain and was noted to have a nonunion. Hardware was removed pt revised to blade plate with valgus osteotomy and went onto a union. Three of six reports.